Event description:
Customer was reporting he was unable to upload. Unexpected restart and external ram crc error alarms were noted in the alarm history. Customer stated the device had been stored for three years and was stored without a battery. Customer was advised when the device has been stored for so long device would not upload due to memory prevents it. Customer created a new account and was able to upload. Customer was advised in how to properly store the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.